Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-jun-2025 by a physician via the regulatory authority concerning a 46-year-old male patient. The medical history of the patient includes wounds on nose previously as he was a boxer and nasal soft tissue involvement. He had a medical history of penile arterial fibrotic processes in 2022 (3 years ago from the date of report), with previous treatments including sildenafil [sildenafil] and pentoxifylline [pentoxifylline]. He had no known allergies. No information about concomitant medications or previous filler treatments has been provided. On (B)(6) 2025, the day prior to the restylane treatment, the patient consumed unspecified anxiolytics and viagra [sildenafil citrate]. These medications and the underlying condition were not disclosed to the treating physician. Had this information been known, the physician would have refrained from proceeding with the treatment. On (B)(6) 2025, the patient received restylane lyft lidocaine (lot 22976) treatment for rhinomodelling. A 27g needle was used following aspiration, with injections administered to the nasal corner, dorsum, bridge, tip, and nasal tip. Each site received approximately 0.5 ml of product. The injection technique was not specified. Later the same day, the patient experienced a severe acute ischaemic reaction (implant site ischaemia) affecting the right alar and infraorbital region, extending toward the dorsonasal area and progressing upward towards the right supratrochlear area. Following prior informed consent, the physician administered a total of 9500 iu of hyaluronidase [hyaluronidase] (1500 iu, wockhardt) using a mesotherapeutic technique along the affected vascular pathways and angiosomes. Doses of 1000 to 1500 iu were injected per site. Injections were repeated every 25-30 minutes under continuous observation until ischemic progression ceased and capillarization was restored. Additional measures included local heat pack application (39-43 °c) with massage over the affected area, along with the administration of topical nitroglycerin [glyceryl trinitrate] ointment and 600 mg of oral ibuprofen [ibuprofen]. Approximately 2 to 2.5 hours after the onset of the event, a doppler ultrasound was performed using a 7-14 mhz linear probe in the presence of five physicians. The examination demonstrated vascular patency and the presence of pulses in the dorsonasal, alar, infraorbital, supraorbital and supratrochlear arteries. Subsequently, an additional 500 iu of hyaluronidase was administered to areas with delayed capillarization. The patient was prescribed home treatment with aspirin [acetylsalicylic acid] every 8-12 hours, iruxol [collagenase] every 4-6 hours and sedatives if epidermolysis developed. On (B)(6) 2025, approximately 12-16 hours after the onset of the event, the patient was referred to the hospital's hyperbaric oxygen therapy unit for a potential cycle of 5 to 10 sessions. The patient was reviewed at the clinic following the first hyperbaric oxygen session and he underwent a total of five sessions in a hyperbaric chamber. He was also treated with an epithelializing ointment from sesderma laboratories (silkses). The patient was going to be medically discharged. Outcome at the time of the report: acute ischaemic reaction was not recovered/not resolved/ongoing.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11 june 2025 by a physician via the regulatory authority concerning a 46-year-old male patient.the medical history of the patient includes wounds on nose previously as he was a boxer and nasal soft tissue involvement. He had a medical history of penile arterial fibrotic processes in 2022 (3 years ago from the date of report), with previous treatments including sildenafil [sildenafil] and pentoxifylline [pentoxifylline]. He had no known allergies. No information about concomitant medications or previous filler treatments has been provided. On (B)(6) 2025, the day prior to the restylane treatment, the patient consumed unspecified anxiolytics and viagra [sildenafil citrate]. These medications and the underlying condition were not disclosed to the treating physician. Had this information been known, the physician would have refrained from proceeding with the treatment.on (B)(6) 2025, the patient received restylane lyft lidocaine (lot 22976) treatment for rhinomodelling. A 27g needle was used following aspiration, with injections administered to the nasal corner, dorsum, bridge, tip, and nasal tip. Each site received approximately 0.5 ml of product. The injection technique was not specified.later the same day, the patient experienced a severe acute ischaemic reaction (implant site ischaemia) affecting the right alar and infraorbital region, extending toward the dorsonasal area and progressing upward towards the right supratrochlear area. Following prior informed consent, the physician administered a total of 9500 iu of hyaluronidase [hyaluronidase] (1500 iu, wockhardt) using a mesotherapeutic technique along the affected vascular pathways and angiosomes. Doses of 1000 to 1500 iu were injected per site. Injections were repeated every 25-30 minutes under continuous observation until ischemic progression ceased and capillarization was restored. Additional measures included local heat pack application (39-43 °c) with massage over the affected area, along with the administration of topical nitroglycerin [glyceryl trinitrate] ointment and 600 mg of oral ibuprofen [ibuprofen]. Approximately 2 to 2.5 hours after the onset of the event, a doppler ultrasound was performed using a 7-14 mhz linear probe in the presence of five physicians. The examination demonstrated vascular patency and the presence of pulses in the dorsonasal, alar, infraorbital, supraorbital and supratrochlear arteries. Subsequently, an additional 500 iu of hyaluronidase was administered to areas with delayed capillarization. The patient was prescribed home treatment with aspirin [acetylsalicylic acid] every 8-12 hours, iruxol [collagenase] every 4-6 hours and sedatives if epidermolysis developed. On (B)(6) 2025, approximately 12-16 hours after the onset of the event, the patient was referred to the hospital's hyperbaric oxygen therapy unit for a potential cycle of 5 to 10 sessions. The patient was reviewed at the clinic following the first hyperbaric oxygen session and he underwent a total of five sessions in a hyperbaric chamber. He was also treated with an epithelializing ointment from sesderma laboratories (silkses). The patient was going to be medically discharged.outcome at the time of the report:acute ischaemic reaction was not recovered/not resolved/ongoing.tracking list:v.0 initial.v.1 fu received on 26 june 2025 from the same reporter. Information about patient history of wounds on nose and corrective treatment details were provided.

Manufacturer narrative:
Company comment: the serious expected event of ischaemia at implant site was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and ischemic manifestations. A potential contributory factor may include prior injuries to the affected area sustained through the patient´s profession as a boxer. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless additional information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.